Event description:
It was reported that (1) lcsc5 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the lcsc5 kept locking out as surgeon applied pressure to the tissue. This continued throughout the case until the lcsc5 finally gave a continuous tone and locked out permanently. The scrub retorqued the device but the lockout continued. The surgeon replaced with another lcsc5 and the new one worked fine. There was no consequence to patient.